Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted. A functional test was performed and it passed. Data was received but does not reflect full investigation window. "Try it" manual tests were performed and passed. The receiver case was opened for an internal visual inspection and it failed due to moisture damage. The speaker resistance were measured and they measured within specification. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.